Event description:
A customer reported receiving an err4 message and a battery icon display on their freestyle meter. Troubleshooting with the meter indicated that the unit of measure could be changed. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. Investigation results on the customer's meter are pending. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter.